Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device failed to cross the lesion and upon inflation, the balloon ruptured. The procedure was completed with another of the same device.there were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was contrast in the balloon and shaft. The device was soaked in a warm waterbath for two days. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. Functional testing of the device consisted of attaching an inflation device to the hub of the catheter and applying positive pressure. The balloon was inflated to rated burst pressure for 5 minutes. During the inflation, the device did not leak and held constant pressure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device failed to cross the lesion and upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.